Manufacturer narrative:
The device was returned to smiths medical. A functional test could not be performed since samples received for evaluation were previously used and according to instructions for use as10012489-003 IFU, infusion set, insulin rev.100, any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. No corrective actions were taken since complaint was not confirmed. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the cannula is already stuck to the band-aid and therefore cannot be placed - no injury occurred. No patient injury was reported.